Manufacturer narrative:
The investigation reviewed the customer's qc results; the results were within the specified ranges. The analyzer's main pump water pressure and the gear pump voltage had to be adjusted. The investigation noted that the event reoccurred when the reported patient samples were rerun the next day. The investigation determined that the event was consistent with a sample quality issue. Product labeling states: "interpretation of the results. Numeric result - coi >/= 1.00 result message - reactive interpretation/further steps - reactive in the elecsys hiv duo assay. All initially reactive samples should be redetermined in duplicate with the elecsys hiv duo assay. Redetermination of samples with an initial coi = 1.00 can be performed automatically." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings." The assay is performing according to specifications. The investigation did not identify a product problem.

Event description:
The initial reporter stated they received questionable results for five patient samples tested with elecsys hiv duo on a cobas pure e 402 analytical unit. These 5 samples were tested consecutively and all were reactive for hiv. When tested again the next day, there was a significant change in the results. The samples resulted in the following hiv duo values on (B)(6) 2026: sample 1 = 233 coi (reactive) sample 2 = 4.32 coi (reactive) sample 3 = 233 coi (reactive) sample 4 = 2.02 coi (reactive) sample 5 = 21.1 coi (reactive) the samples were repeated on (B)(6) 2026, resulting in the following hiv duo values: sample 1 = 214 coi (reactive) sample 2 = 115 coi (reactive) with a data flag sample 3 = 0.443 coi (non-reactive) sample 4 = 0.233 coi (non-reactive) with a data flag sample 5 = 0.213 coi (non-reactive) with a data flag. All results with a data flag had flags indicating carryover with the sub-tests anti-hiv and hiv ag.

Manufacturer narrative:
The serial number of the e 402 analyzer is (B)(6). The investigation is ongoing.